Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Device code relates to problem code for the reported issue of clip failed to release from the catheter. Mfg site name - (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the common bile duct during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the clip was pulled out, but it was difficult to withdraw through the scope, and the endoscope got damaged. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Mfg site name - (B)(4). Investigation results: a visual examination of the returned complaint device noted that the clip assembly was deployed and jammed onto the bushing. The clip prongs were locked into the capsule. There is not enough information to identify what might have caused the reported failure. Therefore the most probable cause for this complaint cannot be determined. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the common bile duct during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the clip was pulled out, but it was difficult to withdraw through the scope, and the endoscope got damaged. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.